Event description:
As reported, the trunk-ipsilateral component of the gore excluder bifurcated endoprosthesis was deployed without event. After ballooning the device, the patient's blood pressure declined drastically. The physician suspected a leak, and the patient was immediately converted to open surgical repair. Upon exploratory surgery, the physician found the aorta had ruptured. Every attempt was made to regain pressure, but the patient expired. The documented cause of death is "aortic rupture". The physician attributed the rupture to very thin and weak native vessel walls.